Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they needed assistance of emergency medical services. Customer's blood glucose was 56 mg/dl and the another blood glucose was 277 mg/dl. Customer treated low blood glucose with orange juice. Customer stated symptoms related to low blood glucose shaking, mental confusion, belligerence inability to follow simple commands, weakness. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was not active at the time of incident. Customer reported that they smashed the insulin pump on the ground. No further patient complications were reported. Troubleshooting was declined by the customer. The customer will discontinue the use of device.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Customer did not use emergency medical services. Customer just treated with orange juice.

Manufacturer narrative:
The customer had alleged cosmetic damage (the customer stomped on the pump and smashed it on the ground), low blood glucose and request assistance to contact emergency service on (B)(6) 2022. The pump was received with a severely cracked and bleeding lcg glass, smashed case, missing end cap, power connector was completely broken off from the electrical board 1, physical damage to electrical board 1, physical damage on electrical board 2, damage keypad flex cable, broken off/missing keypad connector on the electrical board 1, torn force sensor cable, broken off motor flex connector, broken off connector (internal lithium battery), minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay and pillowing keypad overlay. Unable to perform the functional testing, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to damage lcd glass and broken power connector. Unable to perform the history download and carelink upload due to damage lcd glass and broken power connector/physically damaged electronic assembly. Unable to perform the functional testing due to complete destruction of the pump. Unable to perform the history download and carelink upload due to complete destruction of the pump. Unable to confirm alleged low blood glucose. Cosmetic damage confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.